Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline was confirmed. As received, the electrode belt failed the functional-fall off test. The cause was out of tolerance pins on u700, a serial input digital to analog converter, on the distribution node (dn) pca. Pins 1, 8, 9 and 16 were out of tolerance. The root cause for the out of tolerance component was unable to be positively determined. Device evaluation of charger/model sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the battery charger's power brick was defective. The cause of the defective power brick is a damaged connector. There was a solder break on the pins in the power brick's plug. The root cause of the break cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective electrode belt or charger. The pt received a replacement electrode belt and charger. Device manufacture date: charger sn (B)(4): 03/2010.

Event description:
While fitting a (B)(6) male pt, a pt service representative contacted zoll customer support to report that they were unable to baseline the pt and the battery charger would not power on. The pt received a replacement electrode belt and battery.